Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient was experiencing elevated blood glucose levels of 560mg/dl. The reporter indicated that there could be two possible issues with the pump. The reporter first thought that the pump was not dispensing the right amount of insulin. The reporter believes that they programmed it to give the right amount but then it did not give the correct amount. The bolus history was reviewed and all boluses were found to be delivered as programmed. The reporter also mentioned that one time the pump recommended 3.1 units for an ez bg bolus and the patient's blood glucose elevated to 300mg/dl. The reporter believes that the pump should have recommended more than 3.1 units. This report is being made based on the allegation that the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A test ezbg bolus calculation was performed and the pump calculated the correct amound of insulin. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.